Event description:
The user facility reported a 74-year-old male female noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. The patient experienced bleeding at the impella site and developed a hematoma. The patient was transfused with packed red blood cells (prbcs). It was also reported that the patient experienced hemolysis while on impella cp support. It was reported the patient experienced the hemolysis through impella explant, but no further information was provided if there was any additional intervention.

Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.